Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a patient infusion of phenylephrine with a spectrum pump, an air in line alarm was generated. According to the reporter, it took 30 seconds for the nurses to ¿remove the tubing and get it back it¿. It was further reported that this incident "had a deleterious effect on the patient". There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.